Event description:
It was reported that pt underwent initial shoulder replacement surgery in 1995 with revision in 1999. Pt admitted to hospital following shoulder dislocation at home after rolling over in bed. X-rays revealed posterior dislocation and disassociation of the humeral head from the humeral stem and add'l surgery was performed in 2003 to replace component.